Event description:
Bruising [contusion]. Blood sugars high [blood glucose increased]. Case description: the incident does not represent a serious public health threat. Medical device information: class iia. This spontaneous case from (B)(6) was reported by a pharmacist as "bruising" and high blood sugar levels" and concerns a male pt of unk age using novofine 8mm (30g) autocover from unk start date due to device therapy. Pt's height and medical history was not reported. On an unk date, the pt experienced bruising and high blood sugar levels and attended a hospital casualty dept. The outcome was not reported.